Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse reinstalled the old-style optiplex and verified the settings and operations. The customer ran quality controls (qc) with acceptable results. Fse ordered a new all in one replacement computer and also replaced the printer which stopped working with the computer. When the computer arrived, fse installed the computer and transferred all files/settings, loaded the updated software, performed alignments, and calibrations. Fse verified that the settings for the laboratory information system (lis) were operational and verified that results were being transmitted. The customer then ran all qc with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 16-jul-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-2000 operator's manual under chapter 2 system configuration and functionality: 2.8 operating modes: 2.8.3 host query mode: in host query mode, the system reads the specimen container barcode and searches the controller pc for assay request information corresponding to that barcode. If not found, the system issues the query to the host computer and downloads the necessary information. Assay operation is performed as specified and the results are sent to the host computer. Chapter 6 system operations states the following: 6.6.3.4 assay requests in host-query mode: requests issued to the host computer are referred to as "host queries" in the aia-2000 system. Assay requests do not have to be generated when host-query mode is used. The host-query mode setting must be entered to enable the system to query the host computer for assay requests based on scanned barcode information. Click the utilities button on the toolbar to display the specification tab. This is done by selecting the yes in the query status. The most probable cause of reported event could not be determined. The investigation is in progress.

Event description:
A customer reported that they got host query messages half way through running quality controls (qc) on the aia-2000 instrument. The customer tried rebooting but the system would not load. The customer stated that the instrument is showing startup repair status. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Additionally the all-in-one computer is not a tosoh product.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the dell all-in-one computer was returned for evaluation. Functional testing was performed on the computer and could not type in text boxes on the non-barcode request screen. The manufacturer of the dell all-in-one computer was contacted for further guidance and reimaging was recommended due to possible os corruption. Reimaging of the computer was performed and aia-2000 software was reloaded. The dell all-in-one was functional after completing suggested troubleshooting by the manufacturer. The reported event could be duplicated. Evaluation codes: method: 10-testing of actual/suspected device, results: 104-software problem identified, conclusion code: 4307-cause traced to component failure. The most probable cause of the event was due to operating system corruption with the dell all-in-one computer.